Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex mesh ( device #3). An additional emdr was submitted to represent the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol ventrio mesh (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventrio(device #1). (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix e/x(device #2). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #3). As reported, the patient is making a claim for an adverse patient outcome against the ventrio(device #1), composix e/x(device#2) and ventralex (device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 3 months post implant of ventralex mesh, patient was diagnosed with sepsis, infection, hernia recurrence, wound dehiscence, abscess, adhesions, abdominal pain and mesh deformation thereby underwent repair with removal of mesh. Per op notes, "mesh appeared to be folded onto itself." The instructions-for-use supplied with the device lists infection, hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh". Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: d.6a (date of implant) this supplemental emdr represents the mesh ¿ ventralex (device #3). Additional supplemental emdr's were submitted to represent the ventrio mesh (device #1) and composix mesh e/x (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1). On (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #3). As reported, the patient is making a claim for an adverse patient outcome against the ventrio (device #1), composix e/x(device#2) and ventralex (device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, "the hernia sac was entered and incised circumferentially freeing off the adhesions of the omentum. A ventrio mesh (device #1) was then sutured to the anterior abdominal wall." On (B)(6) 2011 - patient was diagnosed with intractable right upper quadrant abdominal pain thereby underwent laparoscopic repair with explant of mesh (device #1). Per operative notes, "adhesions to the anterior abdominal wall were taken down. The attachments of the old mesh (device #1) with sutures were removed. All omentum was taken down and freed." On (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix e/x mesh (device #2). Per operative notes, "the incarcerated hernia sac was dissected out. A piece of composix e/x mesh (device #2) was inserted into the defect and sutured in place." On (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #3). Per operative notes, "the ventral hernia was circumferentially dissected out. A piece of ventralex mesh (device #3) was inserted into the defect and sutured in place." (Note: there was no mention/visualization of composix e/x mesh (device #2) during this procedure). On (B)(6) 2016 - patient was diagnosed with complex dense intra-abdominal adhesions and sessile polyp in transverse colon thereby underwent robotic assisted laparoscopic repair. Per operative notes, "adhesions were noted involving small bowel, colon and omentum to a large abdominal wall mesh (device #2 & #3). Lysis of adhesions, transverse colectomy and anastomosis were performed." On (B)(6) 2016 - patient was diagnosed with early sepsis secondary to abdominal infected surgical wound dehiscence with abscess in the mid peritoneum adjacent to abdominal wall and spontaneous drainage thereby had wound care and provided antibiotics. On (B)(6) 2017 - patient visited hospital for abdominal pain located along her prior incision. On (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic converted to an open repair. Per operative notes, "the hernia defect was located beneath the umbilicus. The bowel was adhered to the edge of hernia defect therefore lysis of adhesions was performed. Thick prior mesh (device #2 & #3) from prior hernia repairs appeared to be folded onto itself. Due to the angle of the mesh and dense adherence to the bowel, opted not to remove the mesh. The individual mesh was closed with sutures. A synthetic mesh was then placed as an onlay mesh and sutured." On (B)(6)2018 - patient had follow-up visits for chronic wound granuloma and abdominal pain. On (B)(6) 2019 - patient was diagnosed with infected ventral hernia mesh thereby underwent open repair with the explant of meshes (device #2 & #3). Per operative notes, "the infected mesh (device #2 & #3) was seen and dissected out circumferentially but was very adherent to the small bowel. The small bowel proximally and distal to the area was dissected and which still attached to the mesh was removed." (Note, it is unclear which mesh(es) removed during this procedure) attorney alleged that the patient had abscess, adhesions, bowel removal, pain and suffering, infection, seroma and hernia recurrence. It was also alleged that the mesh was appeared to be folded onto itself, caused by the mesh products which failed to work as intended, thereby causing patient to undergo additional painful hernia repair surgeries.